Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus to perform failure analysis. The endoscope was visually inspected and found with a dislodged retaining ring.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus did not rotate. The procedure was completed with no reported injury.